Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) reached elective replacement indicator (eri). Premature battery depletion was alleged. The device was explanted, successfully replaced and returned to boston scientific for analysis.